Event description:
As reported by the study, during percutaneous coronary intervention (pci) a type a dissection occurred after the deployment of the first stent. A second stent was deployed to treat it.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit and I-vessel disease was found. The primary indication for intervention was stable angina pectoris. The patient's blood pressure at the beginning of the procedure was 104/60, the heart rate was 63 and the left ventricle ejection fraction (lvef) was less than 50%. Pre-procedure ck and troponin cardiac enzymes were within normal limits. Pre-procedure medications included aspirin, clopidogrel and beta-blockers. Intra-procedure medications included unfractionated heparin only. Pci was performed on an 80%, de novo lesion in the mid left anterior descending artery (lad) of 15 mm in length in a 3.0 mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45 and 90 degrees, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atmospheres (atm) before a 3.0 x 23 mm cypher select plus stent (lot no. 13272351) was deployed at 12 atm with satisfactory results. Post-dilatation was conducted with a 3.5 x 9 mm balloon at 16 atm because the stent was not fully expanded. A type a dissection was also noted following the deployment of the first stent. A 2.5 x 8 mm cypher select plus stent (lot no. 13276167) was deployed at 12 atm to treat it. Post-dilatation was done with a 3.5 x 9 mm balloon at 16 atm because the stent was not fully expanded. The two stents were overlapping. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Post-procedure ck was within normal limits at the 6-24 hour interval. No further cardiac enzyme checks were documented. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. One month later during the 1-month follow-up interval, the patient had angina pectoris. Ongoing medications included the same post-procedure medications. Please note that this device is not contributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon rece ipt.